Event description:
Adverse event(s): "the pt's pressure kept spiking" (intraocular pressure rise). Product problem(s): "the haptic was crimped by the tech" (bent[haptic]). A surgical tech reported that following intraocular lens (iol) implant surgery, the pt's pressure kept spiking. The pt was referred to a retinal specialist who noted a vitreous hemorrhage. At this time, the lens remains implanted. It was also reported that during surgery, the haptic was crimped by the tech. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 03/29/2010, 04/01/2010, 04/07/2010, and 04/08/2010 by phone, fax, and mail. Medical records were received on 04/05/2010. A completed questionnaire has not been received. (B)(4).